Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that discovered the issue, replaced the tether assembly as it was not working. A full calibration and functional check has been performed per the factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that, during a preventative maintenance (pm) performed by a getinge field service engineer (fse) , the cardiosave intra-aortic balloon pump (iabp) was found to have a broken tether assembly. There was no patient involvement, and no adverse event was reported.